Manufacturer narrative:
The field service engineer (fse) discovered the sample line had become disconnected from the blood sampling valve (bsv). The fse reconnected the tubing to the bsv and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the disconnected sample tubing. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported more than ten milliliters of diluent leaked onto the countertop and dripped to the floor during system shutdown and startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.